Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at t10 for vertebral compression fracture. Intra-op, ibt was inflated, but ruptured shortly after inflation. Products came in the contact with the patient. No patient complications were reported. Ibt ruptured inside the patient after sitting inflated for 15-30 seconds. No photo's or samples collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.